Event description:
It was reported the pink slide did not move forward and the cannula was bent; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 22 mmol/l (396 mg/dl) while wearing the pod on the back for between 25 and 36 hours. As treatment, a new pod was applied and an insulin injection was administered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.